Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation is still in process. When the investigation has been completed or it additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had "hose damage with water ingress." The device was not being used in surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. No additional information provided.